Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transaxillary approach. The commander delivery system was pushed through the 14fr esheath and advanced to the ascending aorta for valve alignment. After valve alignment, it was seen that the valve was not placed correct between the two alignment markers (distance > 4 mm). It was decided to retrieve the valve back into the esheath and all devices were removed together as a unit. During withdrawal of the devices, there was a rupture of the intima of the vessel as well as the end of the vessel. Initial manual compression was successful but for the implantation of the second prosthesis there was a need for a vascular graft as chimney, which was sutured onto the vessel. Due to the alignment issue, the team decided to implant a 29mm non-edwards transcatheter valve, which was successful. Patient was doing well post procedure. As per picture received, the valve was unable to be retrieved into the esheath indicating withdrawal difficulty. As per the pre-decontamination evaluation, the balloon was torn at the I/c location.

Manufacturer narrative:
H10: updated h6- type of investigation and investigation findings. Corrected h6- component code and investigation conclusions. The 26mm commander delivery system was returned unlocked at packaging position with approximately 35% fine adjust and 25% flex used. Loader cap and 14f esheath returned over the flex shaft. Stylet returned inserted through the distal nose tip. Crimped s3u valve aligned on the proximal shoulder of the inflation balloon. The returned devices were visually inspected, and the following was observed: crimped s3u valve on the proximal shoulder of the inflation balloon with inflation balloon material bunching distally from valve inflow. Inflation/crimp balloon tear. Gouges present on flex tip. Esheath liner bunched from the distal tip, indicative of withdrawal difficulty. After distal end of delivery system was removed, engineering performed valve alignment. The balloon shaft was able to pull to warning marker, lock and utilize full fine adjustment with no abnormalities observed. Additionally, locknut/collet force measurements were taken of the returned device. Recorded measurement shows device met specification. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. Imagery from the site was evaluated, and the following was observed: delivery system retrieved from the body with crimped valve. Inflation balloon material bunching distally from valve inflow and sheath liner bunching proximally from valve outflow. Tortuosity present within patients left subclavian artery. The complaints for valve alignment difficulty, withdrawal difficulty, and balloon torn were confirmed based on evaluation of the returned complaint device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "after valve alignment, it was seen that the valve was not placed correct between the two alignment markers (distance > 4 mm)". Per the fcs regarding valve alignment in a non-straight section, "in axillary cases this is always the important point where we focused on, but completely straight is almost never possible". It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Per 3mensio review, tortuosity was present within the patient's left subclavian artery. It is possible that valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as evidence by the flex tip gouges. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. Per review of the returned imagery, it can be seen that the valve was unable to be retrieved into the esheath indicating withdrawal difficulty. The presence of tortuosity may have contributed to non-coaxial withdrawing angles of the delivery system into the sheath, making the proximal valve struts more susceptible to catching on the sheath tip, as evidenced by the sheath liner bunching. Post-procedural evaluation of the complaint device revealed a torn crimp balloon. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery with crimped valve to catching onto the sheath tip, as evidenced by inflation balloon material bunching distally. As a result, it is possible that excessive manipulation was used to overcome the felt resistance (evidenced by bunched sheath liner, leading to the tearing of the inflation balloon to crimp balloon bond. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve)) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.